Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi). In (B)(6) 2008, the patient presented with shortness of breath and chest tightness on exertion. The patient was subsequently diagnosed with unstable angina (braunwald classification iib) and cardiac catheterization was recommended. The target lesion was located in the distal left circumflex artery (dist lcx) with 90% stenosis and was 8mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with pre-dilation and placement of a 2.75x8mm taxus perseus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with worsening shortness of breath, palpitations and chest discomfort. ECG revealed ischemic changes fluctuating throughout lead without infarction. The patient was transferred to another hospital for further evaluation. Upon arrival to another hospital, ECG revealed marked sinus bradycardia with 1st degree av block with right superior axis deviation. The patient was subsequently diagnosed with non st-elevation myocardial infarction (nstemi) and was hospitalized on the same day. The next day the patient still complained of tightness in chest and ECG revealed ischemic changes fluctuating throughout leads without infarction. Cardiac enzymes were elevated which was consistent with protocol definition of myocardial infarction. Coronary angiography revealed patent study stent. No further intervention was performed and medical treatment was recommended for the patient. The event was considered as resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).